Event description:
Event description guidant received information that this transvenous defibrillation lead was no longer sensing appropriately. The lead was removed from service. At this same procedure, the patient's ICD was prophylatically explanted due to an advisory/recall. A new guidant system was successfully implanted. No other adverse issues have been reported.